Event description:
Event description guidant received information that three days post implant the implantable cardioverter defibrillator (ICD) had one episode of oversensing where a three second pause in pacing was noted. It was further reported that this one episode occurred at 1:00 am. All lead measurements were within normal limits and the physician was unable to recreate any noise with non-invasive maneuvers. It was also reported that the patient has complete heart block and the ICD has been unsuccessful in storing a template.